Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, skin irritation, respiratory tract irritation, dizziness and headache, hypersensitivity and liver disease/toxicity. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got scrapped.